Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported ventricular sensing issue. However, analysis noted the lower and upper cases were cracked. The ring and ring covers and the bails and bail covers were missing, the release latch was sticky, and the battery contacts were contaminated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular sensing was not working. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the battery contacts were cleaned and all found defective parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.